Event description:
Plainiff alleges the development of an allergy to latex after being exposed to latex exam gloves. As a result of allergy, plaintiff alleges she was injured in her health, strength and activity and was rendered sick, sore and lame; her injuries included, but are not limited to pain, skin and eye irritation, bronchial asthma, wheezing, shortness of breath, difficulty breathing, frequent migraine headaches, anaphylactic reaction and shock, allergic latex sensitivity, fatigue, emotional distress, shock, and fright.